Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a pump with a failure code 810:03 was confirmed in the event history and reproduced during the product evaluation. Failure code 810:03 is due to defective air in line printer circuit board (ail pcb) . The ail pcb was replaced and the device was tested. See scanned page.

Event description:
The facility reported a pump w/a failure code 810:03. This problem was identified during bio-med testing. There was no patient injury or medical intervention necessary. No additional information is available.